Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra valve, resistance was felt during insertion of the valve and 29mm commander delivery system. Using fluoroscopy, the team was able to see that the valve was sticking out of the non-expandable portion of the esheath (no valve frame damage or bent struts). A new 16fr esheath+, valve and delivery system was opened and prepped, while removed the current one as a whole unit. The new valve was implanted successfully. Per pre-decontamination observations of the returned device, there was a puncture on the strain relief, and a liner stand.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: puncture on strain relief located approximately 3 inches from the distal comnut, the liner is expanded for approximately 3 inches from the distal strain relief, the remaining liner was unexpanded, and the tip was unopened, the valve was stuck within the esheath hub, two struts were bent on the inflow side of the associated valve, and a liner strand was located approximately 3 inches from the comnut, and the strand length approx. 0.5 inches in length. Functional testing was performed, and the associated commander delivery system was advanced through the esheath, and the esheath expanded and the tip opened as designed. Per the technical summary, the IFU, current risk mitigation include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following were observed: tortuosity was present in the patient's access vessels. The complaint for esheath punctured and esheath liner strand were confirmed based on evaluation of returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (valve caught on sheath, valve caught on liner, device manipulation) likely contributed to the event as tortuosity was present in patient's access vessels. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.